Event description:
It was reported that the bearings inside the long attachment need fixed. The but will not feed through the long attachment. No patient involved.

Manufacturer narrative:
The reported device, intended for use in treatment, was returned for further evaluation and a visual evaluation was performed. Visual inspection of the long attachment found that the internal bearings have come loose or deteriorated to the point that they block the passage of the burs. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure. These results are indicative of a known issue and a corrective action has been requested for this issue.